Event description:
Tubing burst while in use with a power injector. The customer contact could not provide specific event details. However, it was reported that the facility's protocol is to connect the power injector tubing to the clave port of a primary IV tubing set which is connected to the pt's IV cannula. The technician then uses a clamp or their fingers to occlude the tubing above the clave port while the injector is infusing the contrast. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided. The reporter indicted that there have been approximately four additional similar undocumented events that have occurred over an unspecified length of time. Although requested, customer was not able to report any other info specific to these other events.